Manufacturer narrative:
The customer performs their own device repairs. A company representative contacted the customer on 1/7/98 and confirmed that the customer had replaced the defective battery with a third party battery. Then unit was then tested to factory specification. It functioned normally and was returned to the service.